Event description:
The account alleges that on (B)(6) 2024, a 60-year-old male patient diagnosed with cancer was admitted to the hospital and transferred to the interventional cardiovascular department due to a pericardial effusion. The patient was originally consulted in the emergency room at 9:00 am for dyspnea despite their antibiotic therapy with "augmentin" medication. The patient was pre-tamponade at this time. A thoracic-abdominal-pelvic CT scan was performed and demonstrated a pericardial effusion of great abundance with a tamponade appearance. In addition, a CT scan revealed the appearance of enlarged chest lymph nodes, a right chest mass, right superior lobar nodules, a right superior partial lung collapse [atelectasis] was noted as well as fluid buildup [ascites] within the abdomen. The patient was also on several medications for heart thrombus [blood clots in heart chambers] and dry pericarditis [fibrinous pericarditis-inflammation of the pericardium] diagnosis at the time of admission. The patient's comorbidities also consist of diabetes ii, chronic metabolic disorder, and was still an active smoker. ***procedure events***: -the patient was transferred to the interventional cardiac department. When moving the patient to a lying position for drainage catheter access, bradycardia, complete heart block, and pulseless electrical activity [pea] occurred. A code was called, and lifesaving [acls] hospital protocols were activated. The access wire was successfully inserted into the patient's pericardium under ultrasound imaging. However, the account alleges the drainage catheter was too soft, and they could not advance the drainage catheter into the patient's pericardium. The account quickly used a competitor's device to complete the pericardiocentesis successfully and drained 800ml of hematic fluid from the patient. The patient was administered 10mg of adrenalin but remained hemodynamically unstable during the code. The patient expired on (B)(6) 2024, at 7:30 pm. The device was discarded and will not be returned for evaluation. The actual "cause of death" stated by the attending physician was "pericardial effusion -with- cardiac tamponade".

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.